Event description:
It was reported that a power on reset was noticed on the carelink transmission. The reset was cleared and the device reprogrammed to original settings. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.